Manufacturer narrative:
The events that were reported are that the lead would not flush, loss of capture and lead dislodgement. The reported event of the lead not flushing was confirmed but the reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found blood/tissue clogged inside the inner coil at the distal region of the lead which could have caused the reported event that the lead would not flush. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead implanted was dislodged. The left ventricle lead was attempted to be repositioned but the physician was unable to get the lead to the desired location. The left ventricle lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.